Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision was osteolysis.

Manufacturer narrative:
Left lcs revision performed on (B)(6)016. Primary surgery was on (B)(6) 2004. Reason for revision was osteolysis. Photos available: x-ray, primary implant stickers, explanted components, revision implant stickers. No other information available. No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.